Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer cannot recall their blood glucose reading. The insulin pump battery cap was damage and the insulin pump could't detect the battery. The call disconnected and call back unsuccessful. The insulin pump not working. Insulin pump will be returning for analysis.